Event description:
A minimum fill notification was reported by the customer, who was attempting to load a new cartridge into the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area with an alcohol wipe or lint-free cloth. However, reloading the same cartridge did not resolve the issue. The customer was advised to wait for access to other cartridges and not to start the change process until further instructions were provided.